Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to menorrhagia, dysmenorrhea, stress urinary incontinence and undesired fertility. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, vaginal bleeding, recurrence, and dyspareunia. She underwent mesh excision on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urgency, frequency and nocturia.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent concurrent procedures of ablation and tubal ligation.